Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the handle was slow to come back to its original position. Another device was used to complete the procedure. No adverse consequences reported. The device was discarded. No additional information is available.